Event description:
It was reported that the surgeon used the device for division of the renal artery. The device allegedly stapled only the specimen side, cut but left no staples on the renal artery proximal to the aorta. The pt bled was opened and was given a unit of blood.